Manufacturer narrative:
Device received with operating currents within specification . Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hrs and no time or clock anomaly noted on pump or while testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer's blood glucose was 220 mg/dl. Customer stated that the gain was greater then 1 minute per week. Customer stated gain was greater than 4 minutes per month. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.